Manufacturer narrative:
The device was not returned. The customer was advised to obtain a suction source to properly reprocess their scopes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during an on-site reprocessing in-service with an olympus endoscopy support specialist (ess), the department did not have a suction source to properly reprocess the ultrasound bronchofibervideoscope in accordance with the instructions for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. The reported event was confirmed onsite by an olympus endoscopy support specialist (ess) during a reprocessing in-service. An olympus endoscopy support specialist (ess) was dispatched on february 02, 2024, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. During the in-service the ess covered the guidelines on reprocessing the olympus scope per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) section: chapter 2 function and inspection of the accessories for reprocessing. Olympus will continue to monitor field performance for this device.